Event description:
It was reported while using bd vacutainer® serum, the caps of an unspecified number of tubes are opening. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation. The photos were reviewed and the indicated failure mode for stopper creepout with the incident lot was not observed. Additionally, a total of 29 retained samples were sent for appropriate functional tests. After testing, five of these samples resulted in stopper creepout/stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the caps of an unspecified number of tubes are opening. No adverse impact was reported regarding the patient or user.